Manufacturer narrative:
Updated fields: d9, h3, h4, h6, h10. Corrected fields: b3 (inadvertently missed on the initial). This report is being supplemented to provide additional information based the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following results of the culture test performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 0 cfu. Bacterial identification: none detected. The returned device was evaluated and the following defects were noted during the evaluation: the suction and air/water cylinder have no color, the plug unit was corroded due to a water leak, insulation resistance value at the distal end did no meet standard value due to a cut in the scope cover, the bending angle in the up direction did not meet standard value due to a worn in angle wire, the objective lens was scratched, the light guide lens was cracked, the adhesive on the bending section cover was detached, the connecting tube was wrinkled, and the universale cord was peeling. These defects alone are not considered severe enough to cause a potential adverse event. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for more than 300 colony forming units (cfus) of enterococcus faecalis and escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.